Event description:
It was reported that customer experienced repeated cgm error and pump malfunction alarm and no longer felt safe using pump. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump in storage mode, continue using current pump as backup therapy, and return problematic pump using prepaid label, and technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect cgm on replacement device.